Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported that the device displayed channel error code 240.4150 on channel b. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Correction : initial reporter occupation, other occupation. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device displayed channel error code 240.4150 on channel b. There was patient involvement but no harm.